Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose values. Customer¿s blood glucose value at time of incident was 400 mg/dl and current blood glucose value was 201 mg/dl. Customer treated with needles. Customer stated that he usually had the average of blood glucose value 160 mg/dl. Sometimes it was close to 100 mg/dl. Customer performed displacement test and it passed. Customer stated that his blood glucose value last night was 112 mg/dl. At 4:00 am his blood glucose value was going up and he was giving himself boluses. At 9:44 am, blood glucose value was 135 mg/dl, at 12:22 pm blood glucose value was 160 mg/dl, was taking bolus before that covering for breakfast. Later it was 150 mg/dl. Customer stated that his blood glucose value was higher than it should be and the, at 11:07 am it was 112 mg/dl. The customer was alleging high blood glucose, customer stated he usually had the average of blood glucose 160 mg/dl. The insulin pump and sensor will not be returned for analysis.